Manufacturer narrative:
G2. Foreign: sweden. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they want to change to a new model ins now; the patient can use the ins today but sometimes it's hard to connect to the current ins; therefore, they will change to a new model ins. It was noted that the hard to connect issue was most probably due to eos (end of service); it was implanted in 2016. But the information is very poor from 2016 so the customer was not sure of which ins it is. The customer will do the ins exchange asap. The latest surgery was done in 2016, but they haven¿t noted which ins or lead the patient has currently. Surgery was scheduled for (B)(6) 2025. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the intermittent difficulty connecting was not known, but the customer supposed that the ins is at end of service. The information had been confirmed / provided by the physician. Additional information was received. It was reported that the customer was asked to return the ins. The "physician said that it¿s no idea", due to that it¿s a restore which has ended it¿s lifetime after 9 years so he didn¿t want the rep to return it. He didn¿t understand the meaning of it. The customer discarded it. The restore ins is now replaced with a new ins which works and was connected and the patient has his program on. The information had been confirmed / provided by the physician.